Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 100 mg/dl. Customer stated the insulin pump was exposed to sweat. Advised the customer the insulin pump would be replaced. It was found that customer had new insulin pump. Customer stated he plays football and does not want the new insulin pump damage. No further information provided.